Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not adjust their stimulation or connect with the neurostimulator (via the pt programmer) since a fall on the ice a month ago. Her programmer was returned to the MFR and a new programmer provided to the pt. Add'l info was requested.